Manufacturer narrative:
The insulin pump received with minor scratches on display window, cracked case on the top right and bottom left and right corners at display window, cracked reservoir tube lip and cracked battery tube threads. No crack on insulin pump screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the top and lower left corner of the screen is cracked. Customer's current blood glucose reading is 136 mg/dl. No further information reported.